Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from one (1) device at the non patient needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 25-feb-2026. G2. Report source: health professional. Investigation summary: bd received 31 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode of sleeve leakage was observed. One of the customer photos shows a device with blood leakage in the holder. The other photo shows tubes with blood leakage on the stoppers and shields. Additionally, 10 of the customer samples were randomly selected and subjected to sleeve function testing to assess the functionality of the device. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from one (1) device at the non-patient needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.